Event description:
The customer contacted beckman coulter, inc (bci) to report that their unicel dxc 800 synchron clinical system has had an ongoing issue resulting in erroneously elevated sodium (na) and calcium (calc) results and erroneously low chloride (cl) and potassium (k) results. The customer provided test data for four pt samples with na, cl and calc results and two pt samples with na and cl results. The customer did not provide any test data containing k results. An unk number of erroneous results were reported out of the lab. It is unk if there were any changes to pt treatment associated with this event, but there have been no reports of death or serious injury. The customer stated that amended reports were issued to correct the erroneous results. The customer stated that the ion selective electrode (ise) systems are calibrated every 8 hrs and a quality control (qc) is run. Prior to the events there was no evidence from the calibrations or the qc results that erroneous results would be produced. This laboratory has been cleaning the flow cells with bleach twice a week since the dxc 800 pro system was installed.

Manufacturer narrative:
The customer cultured the ise flow cell and discovered contamination with gram negative rods. A bci field service engineer (fse) cleaned and decontaminated the flow cell. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events. This MDR represents event 1 of 6 reported by this customer. This MDR is related to the following mdrs that have been reported: 2050012-2011-04746, 04747, 04748, 04749, 04750.